Event description:
It was reported that the device presented a very low battery condition during training, the charger light was solid, and the user was unable to charge until using the trainer¿s charger to move past the very low battery alert, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem associated with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.